Manufacturer narrative:
The returned graft sample was taken out of the biohazard bag and visually examined in a bio-hood. The graft sample was completely covered with blood and other biological tissues. The graft was then placed flat inside the bio-hood to be examined for any obvious twists or creases. The investigation didn't reveal any twist, creases or physical damages to the graft. The length of the returned graft was approximately 35cm. A 3mm tapered tip glass ware tube was then inserted through the inside lumen of the explanted graft to check for occlusions. The investigation found no occlusion or obstacles inside the explanted graft. A 1cm segment of the explanted grafts was cut and placed in 20% bleach solution for four hours. The wall thickness of this segment was then measured using a snap gauge, atrium equipment # (B)(4), calibration date on (B)(6) 2013. The average wall thickness was 0.010". The inspection performed indicated that the returned explanted graft had no signs of twists or creases upon removing it from the biohazard bag. The inspection also showed that explanted graft was not occluded or blocked. The wall thickness measurement revealed that the explanted graft was within specification. A review of manufacturing records reveals no problems noted during manufacture. A review of the complaints database show no other reports on this device lot number.

Event description:
User reported graft appeared to be creased and twisted when removed from packaging. They attempted to straighten out and was unable to completely. The md agreed that it should be fine that the sst would fill without issue. Upon completion of procedure md dopplered exposed graft, both proximal and distal, and there seemed to be adequate flow. Dopplered for pedal pulses for several minutes and there was nothing. Md ordered an a-gram to see if indeed there was an issue with the graft. A-gram revealed that the graft was twisted about mid thigh. The sst was immediately explanted and another graft implanted. Upon completion of this md checked flow through graft with doppler which was very brisk and the patient had strong pedal flow.